Manufacturer narrative:
Per good faith effort (gfe) response received 25aug2025, the authorized service provider (asp) engineer stated that the hospital equipment department replaced the data acquisition (da) printed circuit board assembly (pcba), after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the equipment department engineer on the v60 indicating that a 100a "da pcba adc reference failed" alarm error occurred at startup during a routine inspection. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The equipment department engineer called technical support to report that a 100a "da pcba adc reference failed" alarm error occurred at startup during a routine inspection. Upon further investigation, it was found that the cause was due to a malfunction in the data acquisition (da) printed circuit board assembly (pcba). The engineer immediately carried out repairs and informed the relevant manufacturer. The investigation is ongoing.